Event description:
It was reported that a patient was seen to be experiencing high impedance. System diagnostics test was performed and impedance within normal limits was observed. Programming data was provided and reviewed. In the status tab was reviewed and high impedance was observed. Logs tab was reviewed and intermittent high impedance was observed. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
Additional programming data and an xray image were received and reviewed. The cause of the high impedance was not able to be determined based on the xray image received. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided image. No additional relevant information has been received.